Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (discharge profile fault flags) was confirmed. As received, the monitor failed an incoming pulse test. The cause for the failure was isolated to an intermittent connection at inter-pca jumper j1000 on the monitor computer/analog pca. The root cause for the defective j1000 jumper could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving discharge profile fault flags.